Manufacturer narrative:
The other two proglide devices are filed under a separate medwatch report numbers. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using the pre-close technique prior to an interventional mitral valve procedure. Reportedly, a "posterior cuff miss" occurred, the link and the posterior cuff were connected to the anterior needle. Two additional proglide devices were used with the same results. Additional proglide devices were pre-placed and used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. The three "cuff misses" occurred in three separate procedures not in the same procedure as previously reported. It was reported that suture placement in a common femoral artery was attempted with proglide devices, using the pre-close technique prior to an interventional mitral valve procedure. Reportedly, a "posterior cuff miss" occurred, the link and the posterior cuff were connected to the anterior needle. Additional proglide devices were pre-placed and used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.